Event description:
The customer reported platelet background high failures on the unicel dxh 800 coulter cellular analysis system when using a specific lot number of coulter dxh diluent. There were no erroneous test results with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
Beckman coulter became aware of this event on (B)(4) 2014 when the malfunction was assessed and determined to be reportable. The beckman coulter field service engineer (fse) replaced diluent lot# 3510530 on the unicel dxh 800 coulter cellular analysis system serial number (B)(4) with new diluent lot which resolved the issue. (B)(4). This MDR is related to MDR 1061932-2014-02085 for a similar issue with another unicel dxh 800 coulter cellular analysis system serial number (B)(4) at the same customer facility.